Manufacturer narrative:
Additional information was provided which states that there were no pump stops but there was a double disconnect noted on the logfiles. The issue resolved after the pump was exchanged. One controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The controller was tested for 3 hours at room temperature. At the end of the run test, both controller surfaces (top and bottom) felt warm to the touch. Internal analysis of the controller found that a power mosfet transistor was warming its surrounding area and had a thermal measurement of 131.4°c which was within its operating specifications of 150°c. The controller was subjected to an environmental temperature of 40°c. The results revealed that the heat generated by the power mosfet was adding to the environmental (ambient) temperature, causing the "no power" alarm's circuit thermal fuse to open, resulting in a failure of the "no power" alarm. Once the controller was allowed to operate at cooler temperatures, the thermal fuse was able to re-cover and close the circuit, and the "no power" alarm regained functionality. However, this observation is being addressed under complaint (B)(4) with MFR # 3007042319-2016-02461. The controller was found to have a power moseft operating at a wamer temperature but still within its operating specifications of 150°c. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It was reported that the patient's controller is overheating. The patient is not carrying anything extra on bag nor is he operating outside patient manual guidelines heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient has received the controller software upgrade from april this year. Post software upgrade the patient reported the upgraded controller to be overheating as reported in separate sae. This controller was exchanged and the subsequent controller was also reported as "hot" by the patient. This was also reported in the sae about controller temperatures and monitoring showed the temperatures to be 53+degrees c. With the most recent controller change for lack of audible alarms the patient reports this new controller temperature as not being as hot. We have checked it with an infrared thermometer and the temperature seem to be considerably lower at 39-43 c